Manufacturer narrative:
(B)(4). The customer passed away on (B)(6) 2020. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0875 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The formatted history file lists data from (B)(6) 2020 to (B)(6) 2020, and then from (B)(6) 2020 to (B)(6) 2021. There was no data listed on (B)(6) 2020. (B)(6) 2020 02:42:40.000 usertimedatechange, eventtype = 3, sourceid = pump (ngp is in open loop state), historyrecordlength = 19, oldsystemtime = (B)(6) 2020 02:42:40.000, newsystemtime = (B)(6) 2020 17:10:40.000, the pump passed the functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer was deceased. It was unknown whether the auto mode was active or not at the time of death. The insulin pump was returned for the analysis. The case was reported on the basis of failure analysis.